Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention, hospitalization, and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve selected for implant. The length of the patient's membranous septum was >4mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, upon the final deployment at a depth of 3mm, complete heart block was noted. A temporary pacemaker was implanted. The following day, on (B)(6) 2025, a permanent pacemaker was implanted. There was no hemodynamic instability or delay, but there was a prolonged hospital stay due to the pacemaker placement. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.